Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was undersensing ventricular tachycardia (vt) during a noisy rhythm caused by the patient's left ventricular assist device (lvad). It was noted the patient was on his third lvad as the first two clotted off and were a different brand. Boston scientific technical services (ts) was contacted to review electrograms. Continuous right ventricular (rv) noise was observed with small r-waves. Noise was about half the size of the native r-wave. The high-voltage electrogram morphology was wide at about 170-180ms. Undersensing of the rv was observed, but the left ventricular (lv) sensed events were good. The device did not detect the vt and the patient was shocked externally to convert. The physician chose to decrease the sensing to 0.2 mv. Ts noted the noise algorithm could be raising the automatic gain control (agc) floor due to the noise from the lvad. Ts discussed an option would be to flip the lv and rv leads around, but would be up to the physician. Two days later, the patient passed away. It was reported that the patient was asystolic most of the day with no known vt or shocks. There were no reported allegations that the device caused or contributed to the patient's death. Additional information was provided by the field representative who confirmed the patient was very ill and unconscious in the ICU prior to having the vt events. The field representative confirmed the patient was not pacemaker dependent (had their own underlying rhythm) and the noise algorithm was doing a good job filtering the noise from the lvad. The rep confirmed the asystole and subsequent death were not related to product performance; but rather the patient's heart just stopped. There were no allegations that the device caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.